Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the extended time in surgery? If yes please explain. There were no adverse consequences to the patient. Could you please confirm what is the current condition of the patient? No further information is available. Is there any photo available for analysis? No photos are available. Could you please confirm, how many devices were involved in this procedure? The sales rep reported 10 devices. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Adverse events have been submitted in reports 2210968-2020-06470, 2210968-2020-06471, 2210968-2020-06473, 2210968-2020-06474, 2210968-2020-06475, 2210968-2020-06476, 2210968-2020-06477, 2210968-2020-06478, and 2210968-2020-06479.

Event description:
It was reported that a patient underwent an esophagectomy ligation on (B)(6) 2020 and the suture was used. During surgery, while using the needle-suture when tying a knot, the suture was broken. The surgeon commented that he had experience of tying sutures more than hundreds of times, and the affected suture broke apparently easily than usual. He also felt that the affected suture was thinner than usual when he just pulled it. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.